Manufacturer narrative:
(B) (4). The ge service rep retightened the power connections in the plug and reseated the pc boards. He ran the system for 15 minutes taking xrays and could not duplicate the problem.

Event description:
The customer reported that the system blanked out and rebooted itself.